Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the review of electrograms showed the atrial lead exhibited loss of capture and intermittent undersensing. It was also noted that the atrial lead had dislodged shortly after implant. The device was reprogrammed to vvi mode.